Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic carotid procedure on (B)(6) 2013. Access was obtained at the mid femoral head via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure and pulled through the sheath as the physician was pulling the device towards the second stop. The pt was converted to 15 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.